Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0857, awareness date 27-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer medical history included 2 children. Consumer reported that she experienced constant pain and heavy bleeding with chunks like she had never seen. In 2013 she had a total hysterectomy and recovered from events. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2009, she reported constant pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). In 2013 she had a hysterectomy and recovered from the events. Pelvic pain and genital bleeding may occur during device therapy. Given the compatible temporal relationship, lack of plausible alternative explanation and positive dechallenge (she recovered after device removal), causality cannot be excluded. Since surgical intervention was performed, this case is regarded as incident. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2009, she reported constant pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). In 2013 she had a hysterectomy and recovered from the events. Pelvic pain and genital bleeding may occur during device therapy. Given the compatible temporal relationship, lack of plausible alternative explanation and positive dechallenge (she recovered after device removal), causality cannot be excluded. Since surgical intervention was performed, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.